Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was fully intact with no damage or peeling observed. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any key contacts. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture inside the battery compartment and the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.